Manufacturer narrative:
The biomedical engineer troubleshot this reported complaint with ge healthcare technical support. It was recommended to replace the central processing unit. No report of patient involvement.

Event description:
The hospital reported the unit alarmed, this alarm would have prevented the use of mechanical ventilation. There was no report of patient involvement.